Manufacturer narrative:
Dolphin bt ciaglia balloon-assisted percutaneous tracheostomy introducer tray with versa tube. Investigation - evaluation: a review of the manufacturing instructions, specifications, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the balloon had ruptured circumferentially; however, the separated section of the balloon was not returned for examination. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
Dolphin bt ciaglia balloon-assisted percutaneous tracheostomy introducer tray with versa tube. (B)(4). Event is still under investigation at this time.

Event description:
Information was initially provided that the balloon popped. Upon receipt of the product, it was noted that the balloon had burst circumferentially. This did not require intervention and the patient had no adverse consequence.